Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl and customer states they were feeling fine. Customer delivered insulin manually for treating hyperglycemia. Customer reports they did not feel okay to troubleshooting. Customer stated that the open circle could be a bolus that had not been delivered. Customer stated that they called to their doctor and doctor advised to clear alarm by pressing esc and act button. Customer declined troubleshooting. The device will not be returned for analysis.